Manufacturer narrative:
The following details the investigation of a breakage of twist drill 5 inch straight shank double fluted diameter 2.0mm 23mm round end. Based on the received information, the drill bit size was used in a procedure involving the femur. The likely root cause of the breakage is the usage of a drill bit diameter (ø 2.0mm) that is too thin for usage in the femur due to its high bone density. Using this thin diameter on the femur also makes the drill more susceptible to breakage if excessive force is applied or force applied at an incorrect angle. In 2025, gsource quality and engineering have already improved the drill bit design to correct/prevent breakages and have made a general instructions for use assisting healthcare professionals with the selection and proper usage of drill bits for medical procedures.

Event description:
A drill bit broke off into the patient's femur.